Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 07/11/2013. Device evaluation: on investigation, the pump powered on with a blank display screen. Audible tones and vibratory function were present when the pump powered on. The pump was opened for investigation and revealed the display screen was cracked. A test display was attached to the pump and illuminated properly.